Event description:
It was reported that the implantable neurostimulator had moved toward the patient's back. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.